Event description:
The user facility (a veterinary clinic) reported that an i.v. Catheter was noted to be detached from the hub during removal from a dog after a normal procedure. The actual location of the detached piece of the catheter could not be determined. Additional event specific info was not available.